Manufacturer narrative:
E.1. Initial reporter address 1 and facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ mgit¿ 960 instrument, there were false positive results. There was no health impact or consequence reported.